Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached to it and two of them were overlapped. The teeth were found bent. Also, the handle was not returned. Per media analysis, the bands overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the ligator housing returned with seven bands attached to it and two of them were overlapped. The teeth were found bent. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, when the device was tested before use, the bands did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands in the ligator head were moved and overlapped.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date was unknown. During the procedure, when the device was tested before use, the bands did not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: a photo of the complaint device outside the patient was provided by the customer and showed the bands in the ligator head were moved and overlapped.